Event description:
It was reported that a malfunction alarm occurred with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arose.